Manufacturer narrative:
Unit powered on with open book image. Unable to perform self-test or active and current measurement tests due to open book image. Unit was unable to download. Pump was cut open and found moisture damage on pcba1, force sensor, and lcd flex connector. Test p-cap locked in place properly during testing. The following cosmetic damages were noted: battery cap contact missing, pillowing keypad overlay, cracked keypad overlay, and scratched case. In summary, customer concern for battery cap contact missing/damaged confirmed per visual inspection, as missing contact was noted. Critical pump error (open book image) confirmed due to moisture damage. Unable to confirm failed batt test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image), battery cap contact was missing/damaged and failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed and customer was not using the correct battery cap for the pump they are using. No harm requiring medical intervention was reported. Mmt-1781k was requested and customer response was the device will be returned.